Manufacturer narrative:
Concomitant medical products: non-bd extension;non-bd luer lock connector; td 02/06/2020. The customer's report of a leak at the filter was confirmed. The set samples were visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the micron adult filter observed its lower air vent membrane to be wetted/compromised. The set was reprimed via gravity and the fluid leaked out from the lower filter vent. The root cause of the customer's report was not identified.

Event description:
It was reported that towards the end of the 24-hour epoch chemotherapy infusion, a leak was observed at the filter. There was a delay in therapy as the nurse had to stop the infusion and bring the medication bag down to the pharmacy department to replace the leaking set. After the set was replaced, patient received the rest of the infusion. Although it was noted that there was a delay in treatment, it was also confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that towards the end of the 24-hour epoch chemotherapy infusion, a leak was observed at the filter. There was a delay in therapy as the rn had to stop the infusion and bring the medication bag down to the pharmacy department to replace the leaking set. After the set was replaced, patient received the rest of the infusion. There was no patient injury. Although requested, additional information was not provided.